Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient saw a replace generator message. The patient felt stimulation until recently. As a result, the patient may undergo surgical intervention at a later date to address the issue.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.